Manufacturer narrative:
The user reported receiving a glucose suspend alert on 29 may 2025, on day 16 after insertion. The RMA was authorized for the return of the sensor for further investigation. The sensor was returned, however, in-house testing could not be performed as the sensor was not readable, which is indicative of an electronic component issue in the sensor. A review of dms data revealed that glucose was blinded due to a communication issue detected by the system's self-checks, and per design, the system triggered the glucose suspend alert. The user was offered a sensor replacement as a resolution. B4.date of this report 26 august 2025. G3.date received by the manufacturer? 26 august 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 628. H6. Investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 07 june 2025,senseonics was made aware of an incident where user reported of receiving glucose suspend alert which led to early sensor removal.